Event description:
Sweat test ordered. Device in place 8 minutes. When removed, rt and parent noted 5 3-4mm areas on liner aspect of left thigh that was diagnosed as 2nd degree burns.

Event description:
Add'l info rec'd from reporter 09/05/2001: product-device not applied according to MFR's guidelines. Corrective action in place. MFR notified 09/05/01.